Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was tested on (B)(6) 2024 with the procedure below: model: b2-70072 lot number: 23065156. Calibrated equipment: model: fx500i serial number: (B)(6), calibration date: (B)(6) 2023 next calibration due date: (B)(6) 2024. 1. Connect tubing into reservoir. 2. Prime tubing by gravity. 3. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. 4. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. 5. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. The pump ran a 20 ml infusion with a flow rate deviation of -3.23%. This is within the passing criteria. Reported issue is not confirmed. It was also found during testing that the battery was dead, and would not hold a charge. The pump will move onto CAPA for further investigation.

Event description:
On 07/18/2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned on (B)(6) 2024 for further evaluation.